Manufacturer narrative:
(B)(4).

Event description:
During implant of a right ventricular lead, sensing of the r wave was increased. The lead was explanted and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
A complete lead was returned for evaluation. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported undersensing incident could not be conclusively determined.